Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 588 mg/dl. The pod worn between 24 and 36 hours on the back. The patient was placed on an intravenous therapy of fluids and given given manual injection for insulin. The patient was released a few hours later. The patient's carbohydrate, and insulin history are as follows: time cho(g) 6am to 11 am, 20g to 18g. 11am to 7pm, 22g to 20g. 7pm to 12 am, 30g to 25g.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.